Event description:
Bayer case number: (B)(4) embedded metallic fallopian tube coil [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded metallic fallopian tube coil") in a 39-year-old female patient who had essure inserted. Concurrent conditions were listed as adenomyosis, adenomyoma and dysmenorrhea. On an unknown date, the patient had essure inserted. On (B)(6) 2022, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus: a. Chronic endocervicitis with squamous metaplasia. B. Secretory phase endometrium, residual endometrium left cornu. C. Superficial adenomyosis. D. Sclerotic endometrial cavity, consistent with ablation therapy, remote. Fallopian tubes: a. No diagnostic abnormalities recognized. Clinical information: primary dysmenorrhea intra-operative consultation: gross intraoperative consultation diagnosis: adenomyoma, status post endometrial ablation, residual. Endometrium at left cornu, tubal foil. Specimens: uterus, bilateral tubes. Gross description: the uterus measures 9.9 x 6. X 4.5 cm and the uterine serosa is glistening and tan with no grossly. Identifiable fibrous adhesions. Sectioning reveals tan-pink myometrium measuring up to 2 cm in thickness. Displaying possible adenomyosis/adenomyoma at the right cornu associated with an embedded metallic. Fallopian ube coil. Sectioning through the tubes reveals no gross abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Embedded metallic fallopian tube coil [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded metallic fallopian tube coil") in a 39 year-old female patient who had essure inserted. Concurrent conditions were listed as adenomyosis, adenomyoma and dysmenorrhea. On (B)(6) 2022, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus: a. Chronic endocervicitis with squamous metaplasia; b. Secretory phase endometrium, residual endometrium left cornu; c. Superficial adenomyosis; d. Sclerotic endometrial cavity, consistent with ablation therapy, remote. Fallopian tubes: a. No diagnostic abnormalities recognized. Clinical information: primary dysmenorrhea. Intra-operative consultation: gross intraoperative consultation diagnosis: adenomyoma, status post endometrial ablation, residual endometrium at left cornu, tubal foil. Specimens: uterus, bilateral tubes. Gross description: the uterus measures 9.9 x 6. X 4.5 cm and the uterine serosa is glistening and tan with no grossly identifiable fibrous adhesions. Sectioning reveals tan-pink myometrium measuring up to 2 cm in thickness displaying possible adenomyosis/adenomyoma at the right cornu associated with an embedded metallic fallopian ube coil. Sectioning through the tubes reveals no gross abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.